Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit loss of capture (loc). The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Ts reviewed the egm and discussed with the hcp. Troubleshooting options were also discussed as well. At this time, this ra lead remains in service. No adverse patient effects were reported.